Manufacturer narrative:
The pump is in the process of being evaluated. A follow up report will be filed upon completion of the eval or if additional info becomes available.

Event description:
The facility rep reported an over-infusion during pt use. This pump was infusing bumex to a male pt in the ambulatory care unit. The pt had a diagnosis of congestive heart failure. The total volume to be infused was 20mls bumex and normal saline which started at 10:56 am on 4/26/07. The rate was 2mls/hour to infuse via a peripheral site (heplock). The concentration of bumex was 0.25mg/ml in normal saline and the total medication to be infused was 3mg of bumex at the rate of 0.5mg/hour, over a 6-hour period. At 12:10 pm, the attending nurse noticed that the IV bag was almost empty. The pump was stopped immediately and switched for another. The liquid left in the bag and the IV tubing was measured. There was about 10mls of the medication left. The pt complained of weakness, was diaphoretic, pale, and confused. His baseline bp was 124/72 and his post-incident bp was 88/59; other post-incident vital signs were as follows: heart rate 111, respirations 17 and oxygen saturation was 95-98%. He had to be observed for an additional 5 hours until he was stable.